Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was admitted into the ICU after receiving multiple inappropriate shocks. Patient was asymptomatic. Insulation abrasion and lead noise were noted on the rv lead. Lead was extracted and replaced. Patient was stable post-procedure.